Event description:
It was reported that this right ventricular (rv) defibrillation lead was part of a system revision due to infection. This device was explanted. No additional adverse patient effects were reported. Available information indicates a new system was not implanted at this time. The product was discarded and is not expected to be returned. No additional adverse patient effects were reported.